Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that a warning power on reset (por) message was seen. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.